Event description:
Pt reported experiencing elevated blood glucose of 215 mg/dl. His normal blood glucose range was 90-125 mg/dl. He indicated that he believed the infusion device was not delivering insulin correctly and that was the cause of the elevated blood glucose. He reported that he felt strange as a result of the elevated blood glucose level. Pt stated that he may have had air bubbles in the tubing. He indicated that he administered additional boluses returning his blood glucose level to normal. No medical assistance was reported. Product was requested to be returned for eval.